Manufacturer narrative:
The field service engineer (fse) observed the rbc and wbc baths were not draining and found the waste pump was not working properly causing intermittent draining issues. The fse replaced the waste pump and waste filter to resolve the leak reported. The fse also replaced the hemoglobin lamp due to low voltage reading for the lamp caused by the leak. (B)(4).

Event description:
While troubleshooting a qc control issue, the customer noticed a leak from underneath the coulter act diff 2 analyzer. The volume was reported as about a cup of clear liquid and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or change to patient treatment attributed to or connected with this event.